Manufacturer narrative:
B5: describe event or problem - the initial reporter inadvertently left off relevant information on the previous report. H6: impact code, corrected data - the initial reporter inadvertently left off a relevant code on the previous report.

Event description:
It was reported an x-ray was performed to verify the placement of the device. No other relevant information has been received to date.

Event description:
A response was received from the physician. The cause of the event is unknown. No other relevant information has been received to date.

Manufacturer narrative:
H3: device evaluated by MFR? Code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's lead was explanted due to being exposed through an open wound in the neck. No other relevant information has been received to date.